Manufacturer narrative:
One device was returned for repair with complaint that the pump exhibited a ripped and bubbled downstream occlusion (dso) seal. Review of event log found no relevant information. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection found dso seal delaminating. Replaced, dso seal. Upon further investigation, found upstream occlusion (uso) seal delaminated. Replaced uso seal. Device passed testing post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a ripped and bubbled downstream occlusion. There was no patient involvement, no patient injury was reported.